Event description:
It was reported that the surgeon noticed after the impaction of the femoral component that the femoral impactor screw stuck. The screw could be moved before impaction. The surgeon tried to move the screw and removed somehow.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed. Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. No gross damages were observed. The root cause of the event could not be determined because the event could not be replicated. Inspection of the returned device found the impactor handle to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon noticed after the impaction of the femoral component that the femoral impactor screw stuck. The screw could be moved before impaction. The surgeon tried to move the screw and removed somehow.